Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to fluoro after release of the switch. No patient injury was reported.